Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: a review of the black box showed one unexplained power on reset in the black box. The battery compartment was cracked above and below the bumper pad. Moisture was found inside the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete 24 hour testing. No power on resets were duplicated during investigation. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage to the power circuit board was found.